Event description:
It was reported that the user experienced persistent high glucose while using the ilet and a cartridge/infusion set change was performed after the user initially failed to connect both sections of the infusion set tubing, resulting in incomplete priming and probable under-delivery until corrected with guidance. Symptoms included hyperglycemia with nausea. Outcomes included resumption of insulin delivery and continued elevated glucose requiring monitoring. Investigation included phone-based troubleshooting and user education on correct tubing connection and full-line priming. Investigation of this case revealed user setup error related to infusion set preparation, which was resolved through proper reconnection and priming instructions. It was concluded that the event was attributable to user technique during infusion set change rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.